Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function, the motor ran rough and seized, the electronic control unit (ecu) was not working intermittently and had no output on the battery reamer device. It was further determined that the device failed pretest for check power at the motor with test bench. Min. 190 to 250 w, 2. Function test "fwd¿ and rev, check trigger and ecu (electric control unit) function and functional test. It was noted in the service order that the device was powerless. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.